Manufacturer narrative:
H11. Additional narrative/data. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 2700tfx aortic valve attempted a valve-in-valve procedure after an implant duration of 16 years and nine (9) months due to stenosis. The patient presented heart failure and dyspnea. The procedure was attempted to be performed with a 20mm 9750tfx transcatheter valve. Despite the use of serial dilation and ivl was unable to pass the sheath into the aorta. The team elected to stop the procedure and review the patient for alternative access. The patient was in stable condition post procedure. The patient is an 86-year-old male with a history of pad along with diffuse aneurysmal areas of the aorta.